Manufacturer narrative:
The sample tested on the echo and resulted negative with all cells of capture-r ready ID (crrid). Cells 3, 5, 6, 7, 8, 9, 10, 11, and 14 are all jka positive. Visually all these reactions appear negative. The positive and negative control wells appear as expected. The sample was tested with capture-r ready-screen 3 (crrs 3) on the echo. The sample was 1+ positive for cell 1 and 2+ positive for cell 3. Both cells are jka positive. The positive control well appears as expected. Confirmed the reactivity of the jka antigen on retention crrid extend I, lot dp038, and crrs (3), lot r066, using anti-jka. These were the same lots used by the customer.

Event description:
Customer reported an unexpected negative reaction on the echo when testing a patient sample with a history of an anti-jka. No transfusion reactions were reported as a result of the negative reaction.